Event description:
Agfa's awareness date is (B)(4) 2014 for this event. Agfa submitted MDR report # 1225058-2010-00001 to the FDA for a customer in the us. A 9th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). Within this 9th occurrence agfa has reported 7 mdrs related to one specific change discovered. These were reported in mdrs 1225058-2014-00265 through 1225058-2014-00271. This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in (B)(4). An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: finding has been changed from "no sclerosis or stenosis" to "sclerosis no stenosis." This affects the finding code as well as the finding sentence that shows on a report. There is no risk associated with the creation of new patient reports related to this finding. This risk is associated with the potential resigning of a historical patient report, or if a historical report is used as a template to create a new report. This would result in a change of the initial finding to something that is significantly different from the previous finding, which may or may not be caught by the clinician resigning or creating the report. Agfa's investigation has determined that 61 patient reports include the original finding, but that none of these reports have been resigned or amended. Thus the issue has not resulted in any clinical inaccuracies displaying in historical reports to date. Agfa investigation into the site's impax cv database has confirmed that no patient reports currently contain this incorrect finding sentence; therefore no patients have been impacted by this change. A reportable correction is underway for this issue and has been reported to the FDA. (B)(4). Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.